Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Boston scientific technical services (ts) recommended sending data for review. No adverse patient effects were reported.